Manufacturer narrative:
Additional information: the gore® tag® conformable thoracic stent graft with active control system (cmds) delivery catheter was provided for analysis and the device evaluation showed the following: the damage was observed to the curved olive that indicated that a proximal apex was wedged between the olive and delivery catheter. A wedged apex can prevent the catheter from disengaging from the device post-deployment. The findings of the evaluation are consistent with the reported event description that a proximal apex was caught on the delivery catheter, which likely prevented the catheter from being removed following deployment. Based on the evaluation, the cause of the proximal apex being wedged between the catheter and olive is considered attributable to the manufacturing process.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device will be return to gore for analysis. Further information will be provided.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of a bleeding from the intercostal artery where near the distal arch aorta. A gore® tag® conformable thoracic stent graft with active control system was implanted preventively. After the gore® tag® conformable thoracic stent graft with active control system was deployed completely, upon the catheter was removed, but the leading olive was not able to come free from a partial uncover stent (pus). Upon the catheter was pushed, it seemed that the pus moved along with the catheter. It seemed that the pus was off from a graft (like peeled off from the graft). The physician attempted to twist and pull back the catheter several times, the leading olive came off the proximal part of the stent. Then the catheter was removed. The olive was not separated from the gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure without any harm. The catheter will be returned to gore.